Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a motor error alarm, a weak battery alert, and an off no power alarm. The customer's blood glucose reading was 240 mg/dl. The customer performed the displacement test and it passed. The customer was advised to monitor the issue and to call back if problems persisted. The insulin pump was not replaced or returned for analysis.